Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was excessive off current from a capacitor, designator c76, on the digital pcb assembly. The excessive off current from capacitor c76 depleted the device's internal hybrid layer capacitor (hlc) batteries. The device would power on, charge and shock during testing. The customer was provided with a replacement device.

Event description:
A service agent contacted physio-control to report that their customer's device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.